Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and loss of capture (loc). A revision procedure was performed where the lv lead was surgically abandoned and replaced. The crt-d remained implanted and no additional adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the operating room for bypass surgery. While the field representative was turning off tachycardia therapy for the surgery, it was noted that the left ventricular (lv) lead had been programmed off. Further review found that the lv lead had been programmed off due to high impedance measurements and loss of capture (loc) which had been present for at least a year. During the procedure the surgeon opted to surgically abandon the lv lead and implant an epicardial lv lead. It was noted that they were unable to visualize any issues with the lead and an x-ray was not taken. No additional adverse patient effects were reported.